Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2017 to (B)(6) 2018 and salbutamol since 2004. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion ("expulsion of essure one of the coils fell out after 3 days"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and hypoaesthesia ("numbness in legs, arms"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy bleeding with clots") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary problems / bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced muscle contractions involuntary ("muscle contractions in stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), urinary tract infection ("uti"), tooth disorder ("dental problem"), nausea ("nausea"), psychological trauma ("psych injury"), dizziness ("dizziness") and bladder disorder ("bladder disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, fatigue, alopecia, tooth disorder, nausea, weight increased, psychological trauma, vaginal haemorrhage, mood swings, migraine, hypoaesthesia, muscle contractions involuntary, dizziness and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, menorrhagia, migraine, mood swings, muscle contractions involuntary, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2007. Discrepancy noted in essure removal. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain., urinary problems, uti, psych injury. Current weight 189 lbs. As per pfs dated (B)(6) 2020 device not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2017 to (B)(6) 2018 and salbutamol since 2004. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion ("expulsion of essure one of the coils fell out after 3 days"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and hypoaesthesia ("numbness in legs, arms"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy bleeding with clots") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary problems / bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced muscle contractions involuntary ("muscle contractions in stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), urinary tract infection ("uti"), tooth disorder ("dental problem"), nausea ("nausea"), psychological trauma ("psych injury"), dizziness ("dizziness") and bladder disorder ("bladder disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, fatigue, alopecia, tooth disorder, nausea, weight increased, psychological trauma, vaginal haemorrhage, mood swings, migraine, hypoaesthesia, muscle contractions involuntary, dizziness and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, menorrhagia, migraine, mood swings, muscle contractions involuntary, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2007. Discrepancy noted in essure removal. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain., urinary problems, uti, psych injury. Current weight 189 lbs. As per pfs dated (B)(6) 2020 device not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal), migraines / headaches, expulsion of essure device, numbness in legs, arms, muscle contractions in stomach, dizziness, bladder problems. Onset date of event dysmenorrhoea, menorrhagia, urinary tract disorder, fatigue, alopecia were added. Medical history, concomitant drug¸ lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (other). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, urinary tract disorder, urinary tract infection, fatigue, alopecia, tooth disorder, nausea, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2007. Discrepancy noted in essure removal. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain., urinary problems, uti, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), urinary problems, uti, fatigue, hair loss, dental problem, nausea, weight gain,psych injury" were added. Patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.